Event description:
Biomed technician reported the pump will shut down 15 minutes after therapy starts. Pump alarms and then shuts down. Incident occurred during pt use. No pt injury or medical intervention was reported. Pump was exchanged and pt's therapy continued. No additional info is available on this event.

Manufacturer narrative:
The device has been requested for evaluation. Should the device be received and an evaluation performed, a f/u report will be filed.